Event description:
As we removed a pnp, the adolescent conical extractor became detached during slap hammer process. We then attempted to reattach the conical extractor and did reattach. We then proceeded to remove the pnp nail and then afterwards realized there was a fracture in the proximal aspect of the femur. 4.5 cannulated screws were then used to fixate that fracture.